Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left main and the left anterior descending artery. An unspecified xience sierra stent was implanted; however, after deployment the stent was noted to be malapposed to the vessel wall. Therefore, post-dilatation was done with a 4.0 mm non-abbott bdc. However, there was excessive post-dilatation which caused a mid-edge perforation in the implanted stent area. Therefore, a guide liner and a 2.8 x 16 mm graftmaster covered stent were inserted. The covered stent was inflated at 9 atmospheres; however, it was not possible to inflate the stent at all. Therefore, the indeflator was changed but the same issue occurred. All the devices, except for the implanted xience sierra stent, were then removed as a single unit. Angiography was then performed and a perforation was not noted anymore as the perforation sealed itself. Therefore, no treatment was provided and the patient was discharged (date unknown). There was no adverse patient sequela reported. No additional information was provided. Returned device analysis revealed that there was peeling material on the balloon; however, follow-up with the site reported that there was no balloon material left inside the anatomy. Additionally, the balloon peeling was not noted during or after the procedure when the device was returned.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: guideliner; stent: 4.0mm xience; inflation device: indeflator. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An unspecified xience stent was implanted and excessive post-dilatation was performed with a 4.0 mm non-abbott balloon dilatation catheter (bdc). This excessive post-dilatation from the bdc caused a mid-edge perforation in the implanted stent area. Therefore, a guide liner and a 2.8 x 16 mm graftmaster covered stent were inserted. The covered stent was inflated at 9 atmospheres; however, it was not possible to inflate the stent at all. Therefore, the indeflator was changed but the same issue occurred. All the devices, except for the implanted xience stent, were then removed as a single unit. Angiography was then performed and it could not be confirmed that there was a perforation; therefore, no treatment was provided. There was no adverse patient sequela reported. No additional information was provided. Returned device analysis revealed that there was peeling material on the balloon.